Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the error message ¿txrx error¿ was displayed on the rotaflow console. The failure occurred during patient treatment. The device has been exchanged with a backup device. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "txrx error" during the patient treatment. The device has been exchanged with a backup device. No harm to any person occurred. A getinge service technician was on site on 2021-12-08 to repair the affected rotaflow (serial# (B)(6). The technician confirmed the reported failure and replaced the rfc (rotaflow console) flow measure board (material# 70101.1681). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "txrx error" was performed in getinge life cycle engineering on 2018-06-27. The most probable root cause could be determined as a defective potentiometer pot 3 on the rfc flow measure board. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2019-10-01. The review of the non-conformities has been performed on 2021-12-27 for the period of 2019-10-01 to 2021-12-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.